Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. The eri battery status was properly activated on april 09, 2025 based on the data available. The battery condition and current consumption were as expected. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The data revealed a normal battery depletion. Should the device become available the report will be updated.

Event description:
It was reported that the device was explanted due to eri status. Should additional information be received, this file will be updated.